Event description:
Related manufacturer reference number: 2017865-2025-14179. It was reported that the right ventricular (rv) leadless pacemaker jumped during initial implant deployment with the catheter. The implant team took extra time to secure the device, but device dislodged prior to release. Device was recovered and the team attempted to redeploy. Device jumped again at half a rotation and then exhibited loss of capture after completing 1.5 rotations. Device had moved to the apex of the heart. Physician was able to move the device to an acceptable location. However, contrast imaging revealed patient had cardiac perforation, pericardial effusion, and cardiac tamponade in the rv. Procedure was aborted, pericardiocentesis was performed, and then patient underwent a separate perforation repair surgery. Patient was stable.